Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The blue sureform 60 reload has been received, but failure analysis investigations are not yet completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained. Isi received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully twice. The instrument was fired with green and black sureform 60 stapler reloads. No malformed staples or incomplete firing were observed during in-house testing. No firing failures were observed during log review. The root cause is non-device related factors. An isi senior failure analysis engineer reviewed the stapler logs for this procedure and provided the following information: the logs show that sureform 60 stapler instrument (part #480460-09, lot #l92220110-0242) was installed 4 times and fired 4 reloads (1 green followed by 3 blue). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. No stapler related errors associated with this instrument in the logs. This event is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, a blue sureform 60 reload was fired with a sureform 60 stapler instrument on the stomach; however, the stapler reload created an incomplete staple line which required medical intervention to resolve. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument with a blue sureform 60 stapler reload installed, pushed the clamped stomach tissue rather than cutting it. The customer reported that the stapler instrument did not compress all the way and pushed the issue due to the incomplete clamp. The staple line was reportedly incomplete as well. The procedure was completed robotically. On (B)(6) 2022, intuitive surgical inc. (Isi) contacted a surgical tech from the site and the following additional information was obtained about the complaint: the surgical tech was present during this event as they were assisting with this procedure. The surgical tech stated the surgeon had successfully used this sureform 60 stapler instrument about two or three times prior to the reported event. During this event, the surgeon clamped onto the stomach tissue, fired, and noticed that the tissue was being pushed out of the jaws of the stapler intrument. There were no errors displayed by the system. The surgeon opened the jaws successfully and the surgical tech noticed that the stapler had "maybe stapled halfway, but did not complete the staple line." The surgeon was using a blue stapler reload at the time of the issue. The surgeon had to suture the target tissue to address the issue. The customer was then able to use a new stapler instrument to continue with the case robotically as planned. The surgical tech confirmed that there has been no report of post-operative complications as a result of this event. Isi performed multiple follow-up attempts to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
D11, d15 - intuitive surgical, inc. (Isi) received the blue sureform 60 stapler reload involved with this complaint and completed the device evaluation. The stapler reload was found to have the knife exposed within the knife track. The stapler reload was not found to have a firing failure based on log review of the sureform 60 stapler instrument this reload was fired by. A visual inspection was performed and all the staples appeared to have deployed. The root cause of an exposed reload component is typically attributed to the user. The stapler reload was disassembled in-house for inspection. The stapler reload was found to have cartridge damage along the knife track and some damage near the shuttle. The stapler reload was found to have a damaged blade. The blade exhibited mechanical indentations. The root cause of these failures is attributed to the user. The stapler reload was observed to have malformed staples bunched up where the exposed knife is located. Staples in front of the knife is indicative of firing across a previous staple line. This is likely related to the reported tissue pushout complaint. The root cause of lodged malformed staples is likely user related.